Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "the implant record and operative report confirm a revision tha was performed for loss of acetabular fixation with change in component position in a cemented tha. No documentation was provided regarding increased metal ion levels. The root cause of this loss of acetabular fixation cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to malposition. A review of the provided medical records by a clinical consultant indicated: "the implant record and operative report confirm a revision tha was performed for loss of acetabular fixation with change in component position in a cemented tha. No documentation was provided regarding increased metal ion levels the root cause of this loss of acetabular fixation cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2010. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. As per medical review: "the implant record and operative report confirm a revision tha was performed for loss of acetabular fixation with change in component position in a cemented tha. No documentation was provided regarding increased metal ion levels." Medical record: "[...] Followup radiograph of the hip was obtained and there was obvious change in position of the acetabular component with loss of fixation of the cement. [...]".